Event description:
The following information was provided: it was reported by patient's counsel that the patient underwent left tha on (B)(6) 2011 and was implanted with rejuvenate modular components that were subsequently revised on (B)(6) 2025 due to alleged progressively worsening pain associated with the recalled stem.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. The complaint databases show there have been other events for the reported product. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall. No further investigation is required. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.